Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).

Event description:
It was reported that there were several damages noted on the power cable of the system controller. The system controller was replaced on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported event of damaged power cables on the system controller was confirmed. The hm3 system controller, serial (B)(6) , was visually inspected showing multiple damages on the power cables with exposed wires and evidence of fluid ingress. The controller was functionally tested and had slightly higher than normal resistance on the power cables due to wire fatigue. The controller operated on a mock circulatory loop for an extended period of time without any issue. The power cables were stripped down to the wire and showed a damaged wire on the black power cable. It should be noted that the manufacture date of the system controller was manufactured in january of 2017, and the product life of the system controller is a minimum of 3 years. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage and backup battery fault. Heartmate iii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii patient handbook (rev. D) section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate 3 instructions for use (IFU) (rev. C) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. No further information was provided. The manufacturer is closing the file on this event.